Event description:
The following information concerning the event and the condition of the patient/end user was documented by a carefusion (tiara) customer service rep. In response to a phone conversation with the distributor's representative. "Patient received mask on (B)(6) 2011 and called on (B)(6) 2011 to report he had an allergic reaction around his nose and mouth. We are sending a replacement and a return label on (B)(4)."

Manufacturer narrative:
(B)(6). Note: carefusion 205 inc. Purchases this device from sleepnet corporation and then sells the device to local distributors. Neither the end user/patient nor CPAP supply USA submitted a user facility/importer report to carefusion (tiara) inc. Event codes were derived based on information documented by a carefusion (tiara) inc. Customer service rep. In response to a phone conversation with the CPAP supply USA's representative. (B)(4) (alleged to have caused allergic reaction). This device is not manufactured by carefusion. Carefusion will send a copy of this medwatch report to the manufacturer and ask if they would like the device returned to them for evaluation.